Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the reported white foreign material inside the channel tube was not confirmed, however, deformation/scratches inside the channel tube were observed, which have an appearance of white protrusions. A definitive root cause of scratches could not be determined, however, the issue was likely was likely the result physical stress due to user handling/mishandling. The issue may be detected/prevented by following the instructions for use sections below: gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection. Gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the evis lucera elite gastrointestinal videoscope exhibited white foreign material clogging inside the channel tube. The issue occurred during reprocessing. There were no reports of patient harm.